Event description:
It was reported that the patient was experiencing pain following an implant procedure. The patient was admitted to the hospital. The physician met with patient and assessed it was just procedure pain and nothing more serious than that. The patient was reported to be doing fine.